Manufacturer narrative:
(B)(4).

Event description:
New information received stated that clavicular crush was noted on the lead.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was presented in clinic for a routine device check. Noise on the atrial and shock egm channels were seen but not the ventricular pace and sense channel. The noise was reproducible when the hands were pushed together. The leads were explanted and replaced. The patient condition was good after the procedure.

Manufacturer narrative:
A partial lead with the distal tip measuring 38.7cm was returned for analysis. External insulation abrasion was noted at 28.7-29.3cm from the distal tip, consistent with lead friction to the device can. The outer coil was exposed at this location, consistent with the field observation of noise.